Event description:
Report received indicated that during a percutaneous transluminal angioplasty the balloon burst at 2 atmospheres. An indeflator was used for the inflation. There was a pinpint-stenosis in the popliteal artery (side unk). Physician observed contrast fluid leaking out of the "tip" consequently aborting the inflation. The balloon catheter was removed as usual and procedure continbued with another balloon (MFR. Unk). There were no adverse patient consequences. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.